Event description:
During review of the vns programming history database, it was observed that a programming anomaly occurred on (B)(6) 2011 which changed the patient¿s settings to unintended parameters. A systems diagnostic test was performed at the end of the clinic visit followed by two generator diagnostic tests but a final interrogation was not performed. Upon initial interrogation on (B)(6) 2012, the settings were at unintended parameters. The settings were corrected on (B)(6) 2012. Manufacturer labeling indicates to perform a final interrogation prior to leaving the clinic to verify the device is set at intended parameters. Additionally, labeling indicates to not perform generator diagnostics outside of the operating room as it is known that the performance of generator diagnostics changes the device settings to 0ma.

Manufacturer narrative:
Review of programming history.